Manufacturer narrative:
This product is a pack of four products with part# 6430530, 510k# k143375 and (B)(4), which is available for market in the us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent th12-l2 posterior fusion (1a1b) due to lumbar canal stenosis. After 6 months post surgery, the set screw at right side of th12 was found backed out. Reportedly, the patient had low back pain. Revision surgery was scheduled for removal of implants.

Manufacturer narrative:
X-ray review: post-op x-rays for t12-l2 fixation across an l1 compression fracture were provided. One of the t12 set screws had come off the tulip. The hardware appeared undersized. Hardware failed at this transitional segment because of which bony fusion hasn¿t occurred which is an expected long term occurrence. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Revision surgery was performed in which the set screw was explanted. No patient complication was reported in this surgery.